Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary drug eluting stenting treatment procedure the 3.50x12mm taxus express2 drug eluting stent (des) was unable to cross a previously placed stent. The target lesion was located in the 100% stenosed, totally occluded, calcified and highly tortuous proximal to distal right coronary artery (rca). The lesion was predilated with a 3.5x15mm non bsc balloon and then the physician placed a 2.75x28mm taxus des in the proximal rca and a 3.5x32mm taxus des in the distal rca. After placing the two stents, the physician found a gap between the stents and decided to place a third stent in the gap. The physician attempted to advance the 3.50x12mm taxus express2 des, but the device was unable to cross the lesion due to getting caught on the previously implanted stent in the proximal rca. The 3.50x12mm taxus express2 des was removed and the procedure was completed with an unspecified bare metal stent. No patient complications were reported with the patient's current condition listed as "good". However, returned product analysis revealed that the stent had moved on the balloon and had stent damage.

Manufacturer narrative:
Visual examination of the returned unit revealed proximal stent damage. Some of the stent struts were misaligned. The stent had moved distally on the balloon towards the tip. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to another device.